Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device has been serviced within the last 12 months. The current reported problem does not appear as a repeat symptom within the past 12 months. Review of the prior service record does not indicate that a related failure occurred. The device was found out of specification in relation to the customer reported audio issue which was reproduced. The reported condition was verified. The cause was determined to be loose speaker the rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with its audio. The event occurred during testing in the biomed service department.. There was no patient involvement. No additional information is available.